Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient received total hip replacement (B)(6) 2011. Revised biolox delta femoral head and liner (B)(6) 2013 for unknown reasons and replaced with another manufacturers device. (Mpo complaint (B)(4). Revised profemur renaissance stem and modular neck (B)(6) 2016 due to modular neck fracture and replaced with another manufacturers device.